Event description:
While preparing the path for the screws to be placed into l4 through a metcalf implant, the distal tip of the alif tap broke off in the flush plate implant. The tip was recovered. There was no harm to the patient. No delay in the case. The surgery was completed successfully.